Manufacturer narrative:
Report confirmed. The device was tested and the temperature was measured to be 177°f. The likely cause was identified as broken motor. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with no reported malfunction. No patient impact reported. Repair request escalated to a product event due to analysis finding of overheating. On follow-up, no further information can be provided regarding the event and patient impact.